Event description:
The customer reported a strong odor and a foggy haze coming from the unit. The customer stated that she has a history of asthma and had burning of the eyes and sneezing related to the reported odor and haze. The customer did not see a doctor or require treatment for her symptoms. The asp field service engineer repaired the unit.

Manufacturer narrative:
.